Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal morphine (unknown) via an implantable pump for non-malignant pain. The patient reported that they had a medtronic pain pump implanted and it was going to be removed. Patient stated, 'it just didn't work out for me. My doctor says we have to slowly reduce the amount of morphine being distributed before the device is removed to reduce the risk of withdrawals. My problem is that my doctor's office is 2-1/2 hours down the road. I was wondering if medtronic's has qualified personnel could turn down the pump to avoid a 5 hour round trip drive for us. Please check in to this and let me know as soon as possible.'